Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level greater than 400mg/dl. A correction bolus via the pump was delivered and an infusion set site change was performed to address the bg level. Reportedly, the customer alleged the high bg may have been caused by placing the infusion set site on scar tissue.